Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Evaluation also revealed that the force sensor resistance reading is out of calibration.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Evaluation also revealed that the force sensor resistance reading is out of calibration. An "ezprime" operation was performed and the pump dispensed about 20 units of insulin from the cartridge before recognizing the cartridge. Review of the pump history did not reveal any zero force loss of prime warnings or "no cartridge detected" warnings.